Event description:
It was reported that during a "minimally invasive procedure- hemorrhoidectomy" procedure, when surgeon fired the pph stapler, it half fired and the other half did not staple the tissues. It is unknown if another device was used to complete the procedure. It is unknown if there were any patient consequences. (B)(6).

Manufacturer narrative:
(B)(4): information was not provided by the affiliate. Information anticipated, but unavailable at this time.